Manufacturer narrative:
(B)(4) gender - additional, describe event or problem - additional, additional information.

Event description:
Subsequent to the initial MDR, additional information from the distributor was received on 05/16/2016. It was reported that the reporter is the patient who reported to the distributor.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. Relationship to patient is unknown. There was no report of any injury or medical intervention. No additional event or patient information is available.